Event description:
Both lead (a) zy48j7sbv-bil3110 & (v) 340-07-61959) were fractured. After both leads were replaced, the surgeon was unable to connect them to the unit because a part of the sidelock connector broke off-was lodged in the atrial connector back. A new relay was installed.